Event description:
Reporter alleged she obtained an error message on the compact plus system and couldn't talk when she began feeling hypoglycemia symptoms. Reporter stated her coworker had to give her a coke and food which she would not have been able to get herself for treatment. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.